Manufacturer narrative:
The device was not returned for analysis. Nevro had made several attempts to obtain event details however, the information was not available. The manufacturing records were reviewed and no nonconformities were observed. There was no evidence that there was a device issue.

Event description:
It was reported to nevro that a patient passed away while at home. The patient was diabetic and had low blood sugar levels, however there is no other available information regarding the cause of death.